Manufacturer narrative:
The device was discarded by the user facility; therefore, an evaluation could not be performed. The user facility could not confirm the lot number of the device that was used; therefore, the manufacturing documents from the device history record could not be reviewed. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: inspect the insulation on the instrument shaft. Do not use an instrument or electrode if the insulation is cracked, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed sales representative reported on behalf of the user facility that during use of the 60-5163-002, lap elec, l-hook, 27cm, in a surgical procedure the surgeon noticed a fragment of the device had broken and fallen into the surgical site. There was a 5-minute delay in procedure while graspers were used to retrieve the fragment. This report is raised on the basis of a device malfunction with a potential for injury upon reoccurrence.